Event description:
It was reported that the patient experienced erosion with ams 800 artificial urinary sphincter (aus). The existing occlusive cuff was removed, and a 4.5 new cm cuff was placed at the bulbous urethra using perineal approach.